Event description:
X-ray taken in physician office revealed plate was broken. (Right fibula fracture) surgery performed on 3/7/97 to remove and replace plate. Plate noted to be broken at distal portion from third screw up with third screw head also broken. Not aware of event until letter received on 7/3/97 from attorney inquiring about the plate. Therefore, event reported when made aware.